Event description:
On (B)(6) 2012, pt reported the up button on the infusion device is defective and this has resulted in hyperglycemia of 300-500 mg/dl. Pt does not look at the infusion device when he boluses and believes only a portion of the intended amount is actually programmed due to the defective button. His target blood glucose is 120-140 mg/dl, and he delivered insulin via the infusion device to treat hyperglycemia. This issue was first noticed 1 month ago and has gotten worse. The battery and battery cover are used within specification. The up button is not flat and does not work properly even if pressed hard. The infusion device was not dropped. The infusion device was requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.